Event description:
Following a mesenteric stenting and angioplasty, an 8f angio-seal vip was selected and deployed after a pre-deployment angiogram. The patient was discharged. Eighteen hours post-deployment, the patient presented with leg discomfort. A pseudoaneurysm and hematoma were found via ultrasound and resolved with 30 minutes of manual compression. The patient was listed as stable.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.